Event description:
Upon removal of my omnipod device my skin had multiple lesions from where it appears that the omnipod leached insulin for a couple of days. This is the 15th occasion and the scaring and healing is getting worse being a type 1 diabetic. FDA safety report ID# (B)(4).